Event description:
It was reported that the table locks did not actuate after the float command pedal was released, causing the tabletop to unexpectedly free float in both longitudinal and lateral directions. The incident was discovered by the technologist as the table was being set up. No injury was reported. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading or unloading a patient. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) found that the pedal mechanism was misaligned, preventing the locks from engaging. The fe adjusted the pedal and verified that the locks were functioning nominally.